Manufacturer narrative:
Follow-up #1 date of submission 01/19/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings: during testing, the battery compartment was observed to be cracked. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.